Event description:
The customer alleged the aer unit was leaking a blue fluid (cidex) from the bottom. The unit was still in use until it was serviced. There were no reports of injuries from the event. An asp field service engineer (fse) went to the facility to assess the unit.